Event description:
When trying to exchange a new skin level gastric tube, they found the detached bumber for 4 mos detention in the stomach of a pt. The dr picked up the bumber with an endoscope. Kendall became aware of the event on 11/2001.